Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (forceps not lowering) was confirmed. Additional evaluation findings were as follows: the bending angle in the up direction did not meet the standard value, the forceps channel port was shaved, the control unit had discoloration, the forceps raising angle did not meet the standard value, the forceps control lever did not move smoothly, the electrical connector had discoloration due to water leakage, the adhesive on the bending section cover had a crack and a chip, and the play of the up/down knob was out of the standard value. Furthermore, during device inspection, the following were noted: components had scratches: the connecting tube, the suction connector, the protector of the universal cord on the suction connector side, the universal cord, the image guide protector, the grip, the scope connector cover, the switch box, the free/engage lever and knob, the up/down and left/right knobs, the control unit, the forceps elevator, and the plastic distal end cover. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been nine years since the subject device was manufactured. Based on the results of the investigation, the root cause of the forceps not lowering could not be determined. Likely causes of the event could be stress of repeated use, external factors, or handling of the device. The issue is addressed in the operation manual: chapter 3 preparation and inspection, section 3.2 inspection of the endoscope: inspection of the forceps elevator mechanism ¿while observing the forceps elevator at the distal end of the endoscope, slowly move the elevator control lever all the way in the ¿u¿ direction. Confirm that the lever can be operated smoothly, and that the forceps elevator is raised smoothly. Hold the elevator control lever and confirm that the forceps elevator remains stationary while pushed from behind. Visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that when using an evis lucera duodenovideoscope, the forceps was not lowering. The event occurred during the procedure. There was no patient harm associated with the event.